Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a punctured lung during the system extraction procedure. In addition, the patient stated that the physician had put or poked a lead through his lungs. Up to date, this rv lead remains in service. No additional adverse patient effects were reported.